Event description:
Reportable based on analysis completed on 19nov2018. It was reported that the device was stalling. A stenosed target lesion was located at right coronary artery. A 1.50mm rotalink plus was selected for use. During the procedure, it was reported that the burr was defective. It was being observed that there was something wrong with this product. The issue was not allowing to performed the case properly, it was staling. The device was removed and used another of the same device was being used to complete the procedure. There were no patient complications reported. However, device analysis revealed that the sheath was torn/separated. Device evaluated by MFR: returned product consisted of a rotablator rotalink plus device. The advancer unit and burr unit were received together. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. There are numerous sheath kinks. The sheath is torn/separated 21.8cm from the strain relief. The coil is stretched. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it was not able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.